Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge went from 70% battery life to 10% while the pump was plugged into a power source. Reportedly, the issue has occurred for the past 4 weeks. There was no impact to the customers blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives.